Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that her blood glucose was 70 mg/dl, which activated her insulin pump's threshold suspend, and after treating the low her blood glucose rose to 560 mg/dl. The patient treated the high blood glucose by bolusing with the pump and drinking a lot of water; her sugar had since come down to normal levels. The insulin pump was not returned for analysis nor was it replaced.